Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she was wearing the device in her bra while jogging. Blood glucose level near the time of the incident was 438 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.